Event description:
It was reported that patient observed a "call doctor" icon message was seen on the patient's programmer component of the implantable neurostimulator (ins) system. The patient noted that they always charged the left ins at least 50%. It was also noted that their last recharge of the device was a couple of weeks ago which was about the last time they felt their stimulation. A power-on-reset (por) condition was observed on the ins about 1.5 weeks ago. The patient had shut off the device because they did not want the ins to go into an overdischarge condition. The patient used their programmer to clear the por. It was then noted that the therapy was working and helping their pain. Follow up information received from the healthcare professional (hcp) indicated that cause of the event was that the stimulation was not working. It was noted that the patient cleared the memory error and resolved the issue. No injuries were reported. Further follow up information received from the patient reported that they still had concerns regarding their therapy/device but were working with their hcp to resolve the issue. An appointment of (B)(6) 2012 was scheduled for the patient with the hcp

Manufacturer narrative:
Implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot # v305665, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).